Manufacturer narrative:
Summary of analysis: the corkscrew was slightly stretched when the peg bullet came off. The lead is otherwise normal. No mfg defects were noted that would have caused the observed event. If the sheath is removed too quickly, damage to the bullet can result.

Event description:
The reporter indicated that the peg bullet came off with the sheath. The date of event is estimated. Pt info is not available.